Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal pressure is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional graftmaster devices are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a perforation in the circumflex artery. A 3.5 x 16 mm graftmaster covered stent was implanted at 14 atmospheres (atms) in the circumflex artery; however, the stent failed to seal the perforation. Therefore, another 3.5 x 16 mm graftmaster covered stent was implanted at 14 atms in the lesion. However, this stent also failed to seal the perforation. A 2.8 x 16 mm graftmaster covered stent was implanted at 14 atms in the left main in an attempt to seal the perforation; however, it also failed. Therefore, another 2.8 x 16 mm graftmaster covered stent was implanted at 14 atms across the circumflex artery in the left main leading into the left anterior descending artery. The stent sealed the perforation; however, this covered stent occluded the circumflex artery and the patient expired two days later from shock and ventricular tachycardia (vt) which was caused by acute myocardial infarction. No additional information was provided.